Event description:
Received an electronic report from a user hemodialysis facility who initially reported "a pt had shortness of breath and hypotension at the beginning of treatment. One hour into the run could not move left arm or leg." The facility was contacted for additional info. A verbal report was received from the initial reporting rn from this facility. It was learned that this pt is a new pt to this dialysis clinic as of 08/2006. The estimated dry weight of this pt is currently being challenged. The therapy was initiated at 1430, the ultrafiltration rate was set at 500 ml an hr and the pt was noted to become short of breath and also an increased respiratory rate was observed. O2 at 2l was given at this time via nasal cannula. The blood was returned to the pt and dialysis therapy was discontinued at 1525. It was noted then that this pt was unable to move left arm or left leg. The staff noted that the pt did not have slurred speech. The respiratory status was improved. The pt was sent to ER for eval. The pt was d/c later on the same day. The md had noted in his charting indicating a question about reaction to dialysis. The pt reportedly has recovered and exhibits no further ill effects related to this event. The pt receives dialysis with use of an exceltra 170 dialyzer. No sample available.